Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for the event. The console control module (ccm) board for the hl20 was replaced. The unit was fully tested. (B)(4).

Event description:
On (B)(6) /2012, hl20 console with serial number (B)(4) at (B)(6) showed the rotaflow in the battery mode. (B)(4).